Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and perform bicarbonate buffer test. The sensor failed per specifications due to high readings.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 141 mg/dl, compared with the sensor glucose reading of 76 mg/dl. The customer's mother stated that, on another occasion, the insulin pump alarmed a low prediction when the blood glucose reading was 300 mg/dl. The caller also noted that the insulin pump had alarmed calibration error as well. The blood glucose reading at the time of the calibration error was 251 mg/dl, which was treated with the insulin pump. She stated that the sensor cannula was also curved. She reported that the blood glucose reading was over 300 mg/dl on the morning of the call, which was treated with the insulin pump. She noted that the insulin pump went into threshold suspend mode while on the call, and the sensor glucose reading was 60 mg/dl. Advised that the sensor would be replaced. Nothing further reported.